Manufacturer narrative:
(B)(4). The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated the skin graft mesher eleven times as documented in the repair reports in (B)(4). The last repair was september 21, 2015 where it was reported that the device was incompletely meshing and the roller, worn bushings, worn side plates, damaged comb, and gears were replaced. This is not a related issue. The skin graft mesher was manufactured on august 31, 2010, and is over 5 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on june 24, 2016 revealed nicks and scratches to the mesher handle. The latching pins engage as intended. The comb was bent on the left hand side. There was significant wear to the roller gear and slight galling to the roller shaft extension. The ratchet appeared to ratchet normally. The 1.5:1 ratio cutter had significant wear to the roller gear and blades. The test mesh was unable to be performed due to the nature of the comb. The 2:1 ratio cutter had wear to the roller gear and blades. The test mesh was unable to be performed due to the nature of the comb. Repair of the skin graft mesher was performed by zimmer biomet surgical on july 1, 2016 which included replacement of the damaged comb, roller, worn side plates, gears, shoulder bolts and hinges. The 1.5:1 ratio cutter, produced a complete cut after the bushings, collars and gear were replaced. The 2:1 ratio cutter produced a complete cut after the bushings, collars and gear were replaced. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested per repair instructions. The reported event was non-verifiable since no testing was able to be performed with the customer¿s mesher since during the initial inspection the comb was bent on the left hand side. Based on the information that was provided the root cause of the reported event could not be specifically determined. With the information provided, it cannot be determined which cutter was being used during the event. However, during the initial inspection it was noted that the comb was bent on the left hand side. The IFU states that ¿to avoid damage to the comb, the comb must be in the horizontal position before the cutter is installed.¿ skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the device produced incomplete mesh during a cadaver lab procedure. No patient involvement. No adverse events have been reported as a result of the malfunction.